Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device log was reviewed and noted an error code. The error code was in reference to a motor timeout. The motor was tested and the device would not stop rotating then the device displayed an error with a continuous alarm. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the motor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that the issue was found during preventive maintenance; there was not patient involvement.